Event description:
It was reported that the patient was experiencing their device going off more often than usual. The patient was also reported as having chest discomfort. Upon interrogation it was found that the patient's device had high impedance. The patient's device was then disabled which also alleviated the chest discomfort that the patient was experiencing. It was confirmed that the patient had not had any trauma which could have caused the lead break. A chest and c-spine lateral x-ray were also performed and no lead breaks or lead fractures were noted. No other relevant has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr) , corrected data: follow up report #1 inadvertently provided the incorrect date.

Event description:
Information received that the patient underwent generator and lead replacement surgery due to high impedance. The explanted generator and lead were not returned as the facility discards explanted generators and leads. No other relevant information has been received to date.